Event description:
It was reported that the programmer had difficulty establishing telemetry with implanted devices. Follow-up determined that the radio frequency (rf) head was changed out, but the situation did not resolve. The programmer was returned for service. The programmer rf head was returned with the programmer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of telemetry issues. The programmer rf (radio-frequency) head failed testing due to the cable. It was very twisted. (B)(4).